Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, the dermatome skipped when taking the skin graft from thigh although the gas setting and all other factors were per the usual routine. This led to an additional skin graft. An alternate device was used to complete the surgery. The whole incident led to a one hour delay. No additional consequences were reported as a result of this malfunction.

Event description:
No additional event information was provided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On december 3, 2018, it was reported that the dermatome skipped when taking the skin graft from the thigh although the gas setting and all other factors were per the usual routine. The customer did not return an air dermatome device, serial number unknown, for evaluation. The device history record (DHR) review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. The repair history review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. Product review of the air dermatome was unable to be performed as the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical as the device was not returned for repair. The reported event was non-verifiable as the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.